Manufacturer narrative:
The actual device was not available but two unused samples from the reported lot were returned to the manufacturing facility for evaluation. Therefore the investigation results are based upon the user facility information, evaluation of the two unused samples and retention samples from the reported product code/lot number combination as well as the surround lots. A visual examination of the unused and retention samples revealed no visual anomalies. Functional testing confirmed all products met manufacturing specification. A review of the device history record of the product code/lot number combination was conducted with no relevant findings. The same user facility reported similar events for other devices with the same product code/lot number combination, see MDR's 1118880-2016-00174 and 1118880-2016-00175. The investigation results verified that the unused and retention samples were normal product with no anomalies which would lead to the reported leak. The exact cause of the reported event cannot be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported leakage on the involved device. Follow up communication with the user facility confirmed the following information: excessive leakage through the valve during an angiogram. The glidewire and glidecath were passed through the valve. Blood loss less than 250ml. The procedure was completed successfully. There was no patient harm.